Event description:
The customer reported the device alarmed saturation fault. The field service engineer clarified that the ventilator alarmed with an air source fault. The customer reported there was no patient involvement.